Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during calibration, the lower half of the display of the external pulse generator (epg) was blank. The status of the epg is unknown. There was no patient involvement.